Event description:
Patient reported a right side with no complaint against the device. Healthcare professional later reported right side capsular contracture baker grade iii and device "falls into her armpit and sitting up, there is a huge amount of asymmetry" and "back, neck and shoulder pain." Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a right side with no complaint against the device. Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.